Event description:
It was reported that during da vinci-assisted surgical procedure, mega needle driver instrument was found to have a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no noted damage. Nephroureterectomy was being performed when the issue occurred. No report of any collision. No report of any damage to cable. 2-3 cables were visibly protruding from the distal end of the instrument. No fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint regarding a broken wire was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.